Event description:
IV tubing with extension tubing was attached to patient IV and opened. It had previously been primed with IV fluid but was noted immediately that the tubing had air in it. The IV was stopped. Minimal to no air introduced (0.5ml). Inspection of the extension tubing revealed a crack in the housing at the three-way device. The volume in this extension set is 4.1 ml. The patient was 13 kg. The entire length of this set was filled with air as a result of the housing being compromised. No harm was noted to the patient. Tubing brand: baxter name: "large bore stopcock with extension set". Lot# was either (10)dr22d27031 or (10)dr22g13062.